Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, while the patient was in the grocery store, she felt ¿fuzzy¿ to the point where she could not walk. She checked a fingerstick reading and it was 61 mg/dl while the cgm was displaying 120 mg/dl. The patient then asked someone at the grocery store for help. A pharmacist assisted the patient and gave her gvoke hypopen and had the patient drink ¿glucose solution¿. After the incident, the patient went home and was still feeling tired and had chills. The patient¿s 8 year old child pushed the medic alert button in their house and paramedics arrived. When they arrived, they checked the patient¿s fingerstick and it was 161 mg/dl. They were unable to check the cgm reading during this time. The patient did not go to the hospital but was advised by paramedics to drink sugary drinks and eat sugary foods or drink glucose drinks or take glucose tablets. Additionally, prior to going to the grocery store, the patient stated the cgm was displaying ¿no readings¿. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.